Event description:
A customer reported encountering an articulation issue with their x8-2t model transducer on an epiq ultrasound system. It could not be confirmed if the issue was discovered during clinical use or the transducer pre-check. There was no injury associated with this event.

Manufacturer narrative:
Additional information received from the customer determined this issue was discovered during transducer pre-check prior to clinical use; therefore, there was no patient involvement. Evaluation of the transducer confirmed the articulation issue as described by the customer. The device failed the image, chip, pulse echo, articulation, and free play tests. Visual inspection noted a bite mark and scratches on the I-tube, scuffs on the top and bottom caps, a wrinkled window, and damage to the connector housing and cable. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported encountering an articulation issue with their x8-2t model transducer on an epiq ultrasound system. It could not be confirmed if the issue was discovered during clinical use or the transducer pre-check. There was no injury associated with this event.